Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090357.

Event description:
It was reported that the some purulent material came out from the lead incision site and the patient was treated for the infection by the emergency room and wound care. Antibiotics were prescribed. The infection was not procedure related but device related and the caused was unknown. Post treatment showed that the lead incision was opened and wound was not healed with some secretion but it was no longer looked infected. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned due to hospital policy.